Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The orsiro stent slipped off the balloon on the table, before introduction. It was not noticed prior introduction into patients body, and the device was advanced to the lesion. During inflation it was detected that no stent was on the balloon. Another orsiro was used, and the intervention was completed successfully.

Manufacturer narrative:
Combination product: yes. A wrong delivery system was returned for investigation. The complaint instrument was discarded at the hospital. The returned stent was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The stent was returned unprotected in a plastic pouch. The technical investigation revealed that the stent is waved over its entire length but otherwise only slightly deformed. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU advises the user to verify that the stent is positioned between the proximal and distal balloon markers, and not to use the stent system if any defects are noted.